Event description:
New information noted that the atrial lead had a fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine checkup. Device interrogation revealed an elevated noise counter. There was visible noise on the atrial lead. The lead was capped and replaced on (B)(6) 2021. There were no consequences to the patient.